Manufacturer narrative:
The device was not returned for evaluation as it was not available. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of sheath distal tip torn, difficulty advancing through sheath, and system components separate during use were confirmed per evaluation of the returned image . As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies . Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, ''during procedure, the esheath distal tip was torn which made difficult to advance the valve inside with need for additional maneuvers. Initially, the valve didn't come out of the esheath. But during a second attempt, the delivery system was pushed and the valve came out of the esheath.'' Per evaluation of the returned image, the sheath distal tip was observed to be torn and separated. The failure mode is characteristic of sheath tip tear events as described in a product risk assessment (pra). While a definitive root cause was unable to be determined , previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, follow-up information reveals there is mild tortuosity and calcification within the access vessel. Per the training manual, ''push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification''. Tortuosity can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead the valve struts to catch onto the sheath distal tip, increasing resistance during advancement and tearing/separating the tip. Calcification can reduce the vessel luminal diameter and create a constrained condition leading to sub-optimal sheath tip opening. Additionally, sharp calcified nodules can scratch the sheath distal tip and disrupt proper tip opening, which may lead to the valve struts to catch onto the sheath distal tip, increasing resistance during advancement and tearing/separating the tip. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity, calcification) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. A pra was previously initiated to document investigation and assess associated risks for the issue. A CAPA captures process improvement activities regarding tip expansion which were identified during previous investigation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from our affiliate in italy. As reported, this was a case of an implant of a 26mm sapien 3 ultra edwards transcatheter heart valve in the aortic position by transfemoral approach. During procedure, the esheath distal tip was torn which made difficult to advance the valve inside with need for additional maneuvers. Initially, the valve didn't come out of the esheath. But during a second attempt, the delivery system was pushed and the valve came out of the esheath. No anomalies were found on the esheath before insertion. The valve was successfully implanted. The patient did not experience any injury. The patient was in good condition and discharged home. As per the device photos analysis, it was found that some material from the esheath distal tip was missing or separated, which may have occurred when the esheath was removed.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. Device is not available.